Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump battery compartment was cracked and moisture was noted inside the pump. The reporter confirmed that there were no noted power issues with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings:during testing, the pump failed to power on. The battery compartment was observed to be cracked on the side of the pump and corrosion was observed inside the battery compartment. A leak test was performed and confirmed that the pump was leaking from the battery compartment. The pump was opened and no further evidence of moisture was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.